Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump display was frozen when she got up the day of the event. She also reported that the buttons on her insulin pump did not work. The customer reported her blood glucose level to be around 180 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump had a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.